Event description:
It was reported that a small volume folfusor leaked from an unspecified location; further described as "does not seem to come from the injection site". This issue was discovered during patient infusion. The device was filled with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacture date: april 20, 2022 - april 22, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.